Event description:
Product comes in pack of 6 clips. This pack only contained 5 clips; 4 out of the 5 clips were used with no issue, however, clip #5 came out of the pack missing the bottom half. FDA safety report ID# (B)(4).